Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited site to inspect the unit. Fss replaced the joystick and adjusted it, which resolved the issue and the system met specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported unintended chair movement from the chair attached to excimer laser/visx system and as a result a suction break while laser was operating occurred. It was indicated that this event did not seem to have caused any alarm in the surgeon. It was reported that the treatment and excimer was completed; however no information was provided as to whether there was a medical intervention. The initial report indicated that patient treatments delayed/cancelled. There was no injury or complication reported.

Manufacturer narrative:
Additional information: concomitant medical products: femtosecond laser, serial number (B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.